Manufacturer narrative:
Date of event: used first day of the month of the bsc aware date as the event date was not provided.

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 24 synergy drug eluting stent, it was noted that the stent appeared to be kinked during removal from the loop. There were no patient complications reported.